Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported as serious injury, after further review it is concluded as malfunction. The following corrections were made to reflect malfunction: section(s) b1, b2, have changed related to the complaint, changing from the reported adverse event to product problem. Section h1 was updated to reflect a malfunction. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported as malfunction, after further review it is concluded as adverse event. The following corrections were made to reflect serious injury: section(s) b1, b2, have changed related to the complaint, changing from the reported product problem to an adverse event. Section h1 was updated to reflect a serious injury. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged asthma and difficulty breathing while using the device. The original report was filed as an adverse event due to the athma allegation. This informatios was reviewed by a post market surveillance clinical expert and the allegation of asthma was assessed as not related to the device as the patient has issues with asthma prior to using the device. This allegation is now being reported as a product malfunction. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.